Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2026, the patient reported a cgm reading of 331 mg/dl. The patient was vomiting and was not able to do a fingerstick at that time. She took no medication or treatment at the time of the incident. The patient drove herself to the hospital where a healthcare professional took a bg reading of 469 mg/dl from the patient. The patient could not remember the cgm reading at the time of the fingerstick. The patient was treated with IV fluids and stayed at the hospital until 3pm on (B)(6) 2026. At the time of the call, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.